Manufacturer narrative:
The full patient identifier is (B)(6). Device evaluated by MFR: a beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse performed incubator pnp (pick and place) alignment, adjusted the ultrasonics and then recalibrated the inhibin a assay. After instrument repair, the patient sample which initially generated the erroneous low inhibin a result of 260.6 pg/ml was retested and a higher result of 298.4 pg/ml was obtained. In conclusion, the cause of the event is a hardware malfunction.

Event description:
The customer reported an erroneous non-reproducible low inhibin a (access inhibin a, part number a36097 and lot number 124540) was generated on their dxi (unicel dxi 800 access immunoassay analyzer, part number 973100 and serial number (B)(4) on (B)(6) 2022. It was not indicated whether the erroneous low inhibin a result of 260.6 pg/ml was reported out of the laboratory. The customer also reported their quality control (qc) was recovering out of range on the same date that the erroneous low inhibin a result was obtained. Other system performance indicators such as system check and calibrations were not available for review. No hardware errors or issues with other assays were reported in conjunction with this event. Sample handling and processing information such as sample type, volume collected, centrifugation time and speed and other sample handling and processing information was not provided. A beckman coulter field service engineer (fse) was dispatched to assess system performance.